Manufacturer narrative:
Consumer admits to laying/leaning on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "do not place anything over the heating pad while in use or plugged in, such as a towel, blanket, clothing, or any other insulating material, and never allow heating pad to wrap around itself" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges leaning against her heating pad which was wrapped in a towel while on the couch and received burns on her back. There was not a report of property damage with this incident.

Event description:
Consumer alleges leaning against her heating pad which was wrapped in a towel while on the couch and received burns on her back. There was not a report of property damage with this incident.

Manufacturer narrative:
Consumer admits to laying/leaning on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "do not place anything over the heating pad while in use or plugged in, such as a towel, blanket, clothing, or any other insulating material, and never allow heating pad to wrap around itself" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer returned product box only no heating pad. No review or examination of product can be performed.